Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports they can not unlock the pump due to down button not responding . Troubleshooting was performed and did not resolve the issue. Product is expected to return.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit not received stuck in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement and self-test. No unexpected pump error alarms noted during testing. All buttons function properly; no damage to keypad traces and connector on printed circuit board was not unlocked during visual inspection. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.